Event description:
It was reported that, "dr (B)(6) was doing a lateral with aria using the item listed below, upon insertion of the implant at l3-4 the cage was impacted using the custom inserter also listed below. The surgeon had the cage placed 3/4 of the way in the disc space and the threaded part of the cage which attaches to the inserter shattered, leaving him with a cage that he could not back out or advance. He used drills to burr the cage out, once he did that and removed the broken cage he tried another cage of the same size and same inserter and again the same thing happened a second time-the implant broke upon insertion and was not fully seated in the disc space. The surgeon tried to tamp...

Manufacturer narrative:
Method - visual inspection, mfg record review, complaint history analysis, labeling review and risk assessment. Results - after visual inspection the returned cage was found to be severely damaged. Mfg record review: no anomalies that could be associated with the breakage were reported during the mfg. Complaint history analysis: 14 previous records have been received. The investigations into past complaints concluded that the failures were the result of cantilever forces being applied to the aria implant inserter during insertion and/or the implant not being correctly loaded to the implant inserter. Labeling review: aria surgical technique recommends to "gently and progressively insert the avs aria implant into the prepared disc space by applying controlled and light hammering on the implant inserter handle". Risk assessment: the reported event resulted in a delay in surgery of 2.5 hours. Conclusion - the cage failure is believed to be the result of user-error.